Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16109. It was reported that the patient's leads had pulled out into epidural space. Patient had a fall recently which may have caused the migration. On (B)(6) 2021, surgical intervention was undertaken wherein the leads were both explanted and replaced to resolve the issue. Effective therapy was established postoperatively.